Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2024. The patient was admitted to the hospital for an infected stoma and leaking peg. Duodopa therapy was temporarily stopped and the tubing was to be replaced. At the time of report, investigations were continued to confirm if there was an infection at the stoma site. No further information was provided.